Event description:
Patient was brought to the or for a right cataract removal with intraocular lens implant by dr. Upon implanting the intraocular lens, the lens malfunctioned. Dr extended the incision in order to remove the defective lens. The lens was removed successfully and replaced with another lens. The incision was then repaired with sutures.